Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and iliac morphology not reported. On an unknown date, an unknown talent aaa stent graft was deployed successfully. Following deployment, an endoleak type iii fabric was confirmed from a second selective angio. It was located lateral to the right limb slightly above the flow divider. No intervention has been performed and the patient outcome is unknown. No clinical sequelae were reported. A review of returned angiogram images post-implant show a likely type iii fabric endoleak. The endoleak is localized at the ipsilateral (right) limb origin at the flow divider, between covered springs 2 and 3. The stent graft is straight in this area. The cause of the endoleak could not be determined.

Manufacturer narrative:
(Film evaluation); inherent risk of procedure (endoleak); (cause of type iii endoleak is unknown).